Event description:
Boston scientific (bsc) crm received info that this atrial dextrus lead required multiple repositions during the initial implant procedure. Two weeks post implant, high thresholds were observed and microdislodgement was suspected. Therefore, a revision procedure was performed and the lead was repositioned without further incident. The lead remains actively implanted, and no other adverse events have been reported. This issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.